Event description:
Femcare nikomed informed of a complaint by their u.s. Distributor, coopersurgical (trumbull, CT, USA). The customer reported that the jaw of the applicator instrument broke off and the tip fell into the patient. The tip was retrieved and there was no injury to the patient.

Manufacturer narrative:
This incident is still under investigation. However, it is believed this incident is the result of lack of proper care or lack of maintenance.